Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (B)(6) revealed that the recharge antenna failed due to getting stuck on "checking the recharger". The unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having trouble charging for quite a while for the recharger telemetry module (rtm) was over heating and slowing down in charge. Pt noted that the rtm had always heated up for it was hot. Pt noted when trying to recharge the implantable neurostimulator (ins) they were not getting a connection at all. Pt had been having problems for months off and on since they got it so maybe since october they said. Pt had been getting error messages of no device found, poor recharge quality, recharging needed attention, and system problem rm03. Pt noted it was now taking them 3.5 hours to fully charge the ins and that the pt had reset the controller 15 times. Pt met with medtronic rep today who thought it was a connecting issue, they tried recharging the pts ins with a different rtm and they got a good connection and it did not get hot. Pts medtronic rep thought the pt needed a new rtm. An email was sent to the repair department to replace the rtm.